Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. There is no report of serious injury or death associated with this event.

Event description:
Total laparoscopic hysterectomy and bilateral salpingo oophorectomy- the doctor felt like he could not get a good grip on the tissue and that the tissue was slipping out of the jaws. The doctor would grab a good bit of tissue, active the hand piece, and the tissue would slide out of the jaws resulting in an reactivate alarm. The tissue was thick and located near the vaginal cuff, the doctor said this could have increased the likelihood of the slipping or prevented the doctor from getting a good bite on the tissue. Type of intervention: na. Patient status: no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation with the jaws in the unlatched position. Engineering analyzed the device activation logs, housed on a microchip in the device key, the part of the device that connects to the generator. The device activation logs showed a total of 107 activations. Of those, 22 were "reactivate switch released" entries, which indicate premature release of the fuse button. The root cause of the alarms observed during the event is attributed to premature release of the fuse button. The instructions for use (IFU) states "release the fuse button when the seal cycle is complete." Releasing the fuse button before the seal cycle is complete will result in an alarm by the generator and interruption of energy output, a safety feature by design. Similar reports have shown that attempts to seal bundles of tissue that are too large may cause the tissue to slip out of the jaws of the device. The IFU states "do not overfill the jaws of the device with tissue as this may compromise the sealing and cutting function, and/or prevent the jaws from opening properly." Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary.